Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridges leaked. A cartridge change was performed resolving the issue. Additionally, it was reported that the pump was beeping for an unknown reason. Customer's blood glucose level was 400mg/dl.